Event description:
On 06/23/1999 pt was found on the floor after slipping out of his chair. There was no evidence of injury on exam and he denied any pain. Pt developed sudden onset of tachypnea, shortness of breath, tachycardia, and cyanosis. He was placed on oxygen and was being prepared for transfer to a medical center but expired prior to ambulance arrival. An autopsy was not performed; cause of death is listed as cardiopulmonary arrest. Dr does not believe there is a causal relationship to the study device and does not require further action. The sponsor (impra) has been notified of this serious adverse event. Note that facility does not believe the device is related to the pt's death.